Event description:
Per info rec'd from the pt, after the pt opened the package, he did a visual examination of the device "and it looked ok". After lubrication the catheter and inserting it, the pt "felt pain". He removed it and upon re-examination of the other side of the catheter, he stated "it looked like someone cut it with a razorblade".